Manufacturer narrative:
It is unknown if the device is available, but a device history review should be conducted. (B)(6).

Event description:
The event involved a 18" (46 cm) appx 2.5 ml, ext set w/pre-pierced port, easy drop flow controller, rotating luer where the customer reported that the set¿s regulator was coming off. There was patient involvement (pediatric) but there was no harm reported as a consequence of this event.

Manufacturer narrative:
Investigation summary: three (3) photos were returned for inspection. The photos showed the set with the tubing separated from the bond pocket. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.